Event description:
It was reported that during an associated device procedure, the atrial lead exhibited an insulation anomaly. The physician noted that the lead would exhibit low impedances at times. Medical adhesive was used to repair the damaged lead and all the electrical values were acceptable. The lead remained implanted. The patient was in good condition prior, during, and post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.